Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be established through this evaluation. Additionally, although transient power and flow elevations were confirmed through the analysis of the submitted log file, a specific cause could not be determined. The submitted log file contained data from 21mar2020 through 24mar2020. The log file captured multiple transient elevations in pump power, up to 7.9 watts. Corresponding elevations in calculated flow were recorded during power elevation events, up to 11.0 lpm. No clear trend in pump power or calculated flow was observed. Of note, the log file also captured 236 pi events and all power/flow elevation events occurred during pi events. No atypical alarms were captured. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. The account communicated that although they were unsure of the cause of the intermittent power and flow elevations, the patient had been experiencing gastritis with hemorrhaging since (B)(6) 2020. The account does not believe that the bleeding is the cause of the flow changes. The patient¿s ldh has been stable but she did have low inr. An egd was performed on (B)(6) 2020 and the bleeding has reportedly stopped since. The patient was discharged from the hospital on (B)(6) 2020. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump exchange on 20feb2020 was reported in MFR. Report # 2916596-2020-01269. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2020. Log files were submitted and the patient had lactate dehydrogenase (ldh) was 291 u/l. During log file analysis it was observed that there were pi events and a few unsustained power and flow elevations. An update from a vad engineer at the site reported that the cause of the intermittent power and flow spikes was still unknown. It was reported that the patient has been experiencing gastritis with hemorrhaging. The plan of care was to continue monitoring for bleeding. Vad engineer reported the bleeding started on (B)(6) 2020. The vad engineer stated that he did not believe that the bleeding was the cause of the flow change as the changes were intermittent spikes. It was believed that the patient threw a few clots through the pump. Ldh was reported to have been 275-300 u/l and has been stable. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2020 and the bleeding has stopped since that date. The patient was discharged from the hospital on (B)(6) 2020. An update was reported on (B)(6) 2020 confirming that the patient's international normalized ratio (inr) was low at a value of 1.3. The vad engineer confirmed that the only changes in pump parameters were the intermittent flow spikes.